Event description:
A pt had been injected with radiesse in the naso labial folds in 2007. The pt developed swelling and pimples along the left side. The pimples opened and were bleeding. The pt was treated with an antibacterial cleanser. Radiesse dermal filler has been approved for use in canada for moderate to severe facial wrinkles and folds since 2005.

Manufacturer narrative:
During a follow up with the physician, it was reported that the radiesse dermal filler injection may have been too superficial. The pt's symptoms had resolved without any scarring. The device history records for radiesse lot 1004367 were reviewed; there were no CAPA or ncr applicable and the testing specs had been met. The medical device report decision trees were completed for FDA, when the complaint was first received; it was not thought at the time the infection was of serious nature. During a second review of the complaint, it was agreed that this ae should be filed with the FDA due to open sores caused by infection.